Manufacturer narrative:
It was reported that the unit was not in use on a patient, and there was no delay. No patient or user harm was reported.

Event description:
It was reported that the unit had a battery failure (unable to charge). It was reported that the device was in clinical use at the time of the event. No patient or user harm reported. The field service engineer (fse) reported that the battery failure (unable to charge) was confirmed. The fse then installed the battery and plugged the unit in to the main power supply; the battery would not charge. The fse reported that the battery was replaced. The unit was then plugged in to the main power supply and the battery was charging normally. The device was returned to service.

Manufacturer narrative:
Reporting institution name -(B)(6). Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).